Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)20216. According to the patient¿s parent, on (B)(6)2026, the pediatric patient experienced hypoglycemia and was taken to the hospital due to inaccuracy. The cgm was reading high and the blood glucose reading was 2.1 mmol/l. At the hospital the patient was treated with glucose IV and food. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.